Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a high blood glucose event. Customer also reported that the insulin pump had a multiple insulin flow block alarm even after the reservoir and the infusion set has been changed. Customer stated that the blood glucose reading was high and the meter could not read it. Customer reported that the infusion set cannula was not bent, there is no blood at site and the reservoir was good. Self-test was performed and passed. Customer¿s blood glucose was 4.0 at the time of call. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The correct test blood glucose value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. No communication anomalies noted. No unexpected insulin flow blocked alarms or no delivery alarms noted during testing. Unit received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, slightly faded serial number label, peeling end cap address label and slight corrosion in battery tube.